Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the upper rear label peeled up. Small chips were found out of housing on the latch side of pump. A review of the event history log identified no evidence to support the customer's reported problem. The pump was run in user mode. The reported problem was duplicated. During the self-test the pump started beeping indicating an issue with the downstream occlusion sensor (dso). The root cause of the issue was related to the dso. To resolve the issue, the dso was replaced. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that cadd legacy pump exhibited double beep. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.